Event description:
It was reported that while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes that there was discolored/ abnormal additive form. The following information was provided by the initial reporter: "our quality department has issued a non-conformity for several returns from our partner biomnis due to concerns about fibrin clots in the frozen citrated plasmas we sent them for specialized analysis."

Manufacturer narrative:
D4. Medical device. Lot #: unknown. D4. Medical device. Expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were corrected: b5. It was reported that while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes that there were fibrin clots. There was no report of patient impact. The following information was provided by the initial reporter: "our quality department has issued a non-conformity for several returns from our partner biomnis due to concerns about fibrin clots in the frozen citrated plasmas we sent them for specialized analysis." H3. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes that there were fibrin clots. There was no report of patient impact. The following information was provided by the initial reporter: "our quality department has issued a non-conformity for several returns from our partner biomnis due to concerns about fibrin clots in the frozen citrated plasmas we sent them for specialized analysis."